Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to pelvic relaxation, cystocele, rectocele and stress urinary incontinence. Following insertion, the patient experienced pain, erosion, infection, urinary/bowel problems, organ perforation, recurrence, dyspareunia, neuromuscular problems, constant pain in lower back and urinary tract infections with blood in urine. The patient underwent takedown of mesh on (B)(6) 2012 due to urinary tension. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.